Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) checked the system remotely and confirmed that the system's flexvision pc was unable to boot up. Review of the logfile shows malfunctioning flex viewing-pc. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely, and found there was no display on flexvision monitor in exam room and the tsm's (touch screen module) flexvision application was also not available. The rse checked b cabinet and found flex pc not powered up and found the power distribution unit x12 l.e.d. Was not illuminated, indicating no power to flex pc. On further troubleshooting, rse found that the reported event was a false alert and the malfunction was registered. Replaced a blown pdu fuse and restored power from x12 to the pc. The input plug reads 230 vac, but the pc still does not power up. The rse requested onsite support to replace the flexvision pc. The philips field service engineer (fse) inspected the system onsite and found power supply in flex pc went bad, because of which the fuse went off and eventually flex vision pc would not boot up. To resolve the issue, fse replaced flex vision pc and performed software reload. The defective part was sent for analysis, for flexvision pc failure was confirmed and the failure was found to be failed power supply. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's flexvision computer was unable to boot. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.